Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link IV connector would not connect to the patients IV site at the scalp. The reporter noted that the tubing and the "clave" were not compatible. This occurred during set-up. An extension set was used between the clave and the tubing to make the connection. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.